Event description:
Customer's wife reported that the reservoirs leaked in the pump. Reservoir appears to have a crack in the side. Customer's wife stated there are several reservoirs from the same lot number with this problem.